Manufacturer narrative:
The reported fast-fix 360 curved needle delivery system, used in treatment, has been returned for evaluation. Visual assessment of the device showed no suture or ts remain on the delivery needle or were returned for evaluation. The actuator is in its t2 post deployment position indicating multiple trigger advancements took place. The condition of the device indicates the trigger was inadvertently advanced multiple time during deployment of t1 causing the pre-deployment of t2. Per the device instructions for use under warning: ¿do not push the deployment slider twice or the second implant will deploy prematurely. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a meniscal repair, the t2 implant of the fast-fix 360 deployed prematurely. T1 was removed from the patient. The procedure was successfully completed without significant delay using a back-up device. No other complications were reported.